Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 950 mg/dl and a large ketone level identified as dangerous. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Tandem technical support made multiple follow up attempts with the customer to obtain the release date, however, no response was received. Reportedly, customer indicated the issue was resolved.